Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported therapy turned off about 3 days ago. Patient said they could connect to the implant and see how much battery is left, but therapy was off. During the call, patient plugged in the recharger and was able to connect to implant and turn therapy on. The troubleshooting steps that were taken on the call resolved the issue. Redirected patient to hcp to address issue of not being able to connect to implant without the recharger; controller bonding issue. Patient reported feeling better at the end of the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.